Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the issue was error code alarm message. They changed the medication bag the day before and forgot to unclamp PICC line, so the pump was not able to infuse the cefepime. The pump did not alarm for a blockage. They did not realize anything was wrong until they changed the bag. They kept the pump aside. Drug being infused was cefepime. Upstream sensor was off, and they used an ancillary bag (could be the cause). The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.